Event description:
It was alleged by the pt's attorney: "it was reported by the pt that following an anterior repair, posterior repair and sling procedure, the pt experienced erosion, shrinkage and extrusion of the mesh causing urinary retention, severe persistent pain, including dyspareunia, and numerous surgical procedures to remove the mesh devices." Add'l info has been requested from the doctor but not yet received. The diagnosis and type of treatment for this specific pt is not known.